Manufacturer narrative:
The reported event of inadequate capture was confirmed. As received, a partial distal portion of the lead was returned in one piece. Visual and x-ray examination found the lead body was bent and the inner coil was fractured at the middle region of the lead. Electrical testing found conductor shorting due to procedural damage. Scanning electron microscope was performed and verified that all filars of the inner coil were fractured. The cause of the reported event was due to the fractured inner coil at the middle region of the lead consistent with fatigue fracture.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced. There were no patient consequences.